Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block event due to which patient faced hyperglycemia event and went to emergency room and got hospitalized on (B)(6) 2025.the blood glucose level was 546 mg/dl at the time of event and the patient got treated with manual injections other than insulin. The patient was hospitalized for greater than 24 hours. No further information available.